Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the stylet in two segments. Lead damage due to the explant procedure was observed, such as a stretched lead helix and small cuts. Testing was completed to assess lead electrical performance could not be performed on the proximal segment because the distal high voltage cable was severed during explant. Electrical testing was performed on the distal segment of the returned lead and measurements throughout these tests were within normal limits. A partial abrasion was observed in the lead insulation, but this would not have contributed to the clinical observation of an inappropriate shock, because the lead conductors were not impacted. Diagnostic imaging confirmed that there was no fracture in either lead segment. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to a right ventricular (rv) lead fracture and insulation damage. The physician elected to explant the system and upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) device to resolve the event. The patient was stable with no additional consequences.

Event description:
It was reported that the patient received an inappropriate shock due to a right ventricular (rv) lead fracture and insulation damage. The physician elected to explant the system and upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) device to resolve the event. The patient was stable with no additional consequences.